Event description:
Consumer reported complaint for hi blood glucose test results and error messages (e-3 and e-5). The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2022 she had woken up feeling disorientated; customer stated that she had consumed two glucose tablets. Customer stated that she then had pressed her medical alert button to dispatch the ambulance. When the paramedics had arrived, they tested the customer's blood glucose and had obtained a result of 163 mg/dl non-fasting. The diagnosis was high blood glucose. Customer did not received any treatment and was not taken to the hospital; customer stated the paramedics had advised her to "eat something" and to follow-up with her pcp. Customer stated that test strip lot number zy4651s had been stored according to specification in the sun room. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and test strips had been opened one month ago. Customer stated that she had three test strips left from vial zy4651s and that she had placed them in her new vial of test strips, lot number za4783s, opened (B)(6) 2022. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using true metrix air meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number 119804-2: same meter serial number, different test strip lot number. Adverse event report is being submitted due to customer contacting paramedics due to symptom(s). Test strips with lot number zy4651s were not returned for evaluation. Test strips returned on 119804-2 confirmed to be za4783s and not to be mixed lot. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 06-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 12-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.